Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: no complaint samples available. Analysis and results: the DHR shows no deviation. Final conclusion: complaint is not justified. The potential root cause is a human mistake during assembling of the product. As only one box is affected a single case is assumed. Corrective/preventive actions: a training of the work instruction and the complaint case was performed.

Event description:
Country of complaint: (B)(6). The tips for application are missing. No sample available.

Manufacturer narrative:
Manufacturing site investigation: evaluation on-going at manufacturing site.